Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnections between the transfer set and the pd catheter. The process step was not reported. Subsequently, the patient experienced peritonitis. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information b5: I was reported during follow up that the patient did not experience peritonitis. H10: based on additional information received, the transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.